Event description:
It was reported that there was oversensing on both leads, along with an x-ray appearing to show a 1st rib pinch fracture on the rv (right ventricular) lead and noise on the atrial lead. It was also noted that the patient had moderate lv (left ventricular) dysfunction due to rv pacing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator, (B)(6) 2009. (B)(4). Evaluation summary: a proximal portion was received measuring 8 cm. Two medial portions were received, measuring 16 cm and 3.5 cm. A distal portion was received measuring 26.3 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo.